Event description:
It was reported that the customer's insulin pump had button and keypad issues. The blood glucose reading was 14.8 mmol/l. The buttons on the keypad were unresponsive. Customer was also hospitalized for high blood glucose and diabetic ketoacidosis. No further information was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, and a cracked case near the display window corners. There was no button response due to corroded keypad traces. Functional testing, including the prime/delivery test, displacement test, basic occlusion test and excessive no delivery test could not be performed due to the keypad anomaly.